Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history, on the date of hospitalization. The customer stated that she did not change the infusion set when she got the no delivery alarms. The insulin pump passed the prime and high pressure tests. Also found that the customer is lean, and used the infusion set with a 9 mm cannula. Advised the customer to try an infusion set with a 6 mm cannula. Advised that samples would be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.